Event description:
It was noted that pre-lvad the rv was described as mildly enlarged, and global rv systolic function was low normal. A device related issue was not thought to have contributed to the right heart failure. Previous to implant, there was no evidence of aortic valve regurgitation seen. However, the patient had a severely calcified aortic valve which was not well visualized. The patient previously had at least moderate aortic stenosis. It was unknown if the device had contributed or worsened aortic regurgitation/ insufficiency. Post implant echocardiograms sometimes described trivial to mild aortic insufficiency and a poorly visualized aortic valve. The cause of the encephalomacia was unable to be confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The system controller event log file contained events from 25sep2024 through 28sep2024, per the timestamps. Multiple, transient low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists potential adverse events, including other neurological events (not stroke-related), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. The IFU notes that if the aortic insufficiency is not addressed, the left ventricular assist device (lvad) will not be able to provide the intended flow. Section 1 of the IFU, ¿introduction¿, also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient presented with dizziness, possible syncope and then sustained a ground level fall. The patient had fallen on (B)(6) 2024 and then fell again on (B)(6) 2024. Log files submitted for review captured low flow alarms on (B)(6) 2024. There were also several momentary low flow events recorded that occurred at times when the pulsatility index (pi) was elevated. Additional information from the customer stated the patient was hypertensive on (B)(6) 2024 at the time of the elevated pi and low flows seen on log files. The dizziness and fall occurred prior to that time. The cause of the fall was determined to be orthostatic hypotension. The patient denied any head trauma but did experience a skin laceration and bruising to the left arm. They also had bruising to bilateral knees and left elbow. A computed tomography (CT) head scan and echocardiogram were performed, in addition to rheumatology and orthopedic consultations. The CT showed no hemorrhage. It showed left parietal encephalomalacia as well as bilateral cerebellar encephalomalacia, which was new since the prior exam on the left. There was moderate generalized volume loss. Mild white matter hypoattenuation, nonspecific and may have been related to chronic microvascular ischemic change. There was no midline shift, no herniation, and no hydrocephalus. There was no acute calvarial fracture. Unremarkable surrounding soft tissues. A chronic deformity of the left lamina papyracea was shown. There was no acute intracranial abnormality, chronic findings. The echocardiogram showed severely decreased left ventricular (lv) systolic function. The left ventricular ejection fraction is 15-20% by visual estimation with mild concentric left ventricular hypertrophy. It showed mildly reduced right ventricular (rv) systolic function. Moderate mitral annular calcification. The patients aortic valve opened with each beat with mild aortic regurgitation. A trivial pericardial effusion and a pleural effusion were present. Based on previous echocardiograms, the pericardial effusion looked better. Treatment included arthrocentesis on the knee with anti-hypertensive medication and anticoagulation adjustments.